Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to alert 4. Additionally, a different issue was identified.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 266 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.